Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) connected with customer and confirmed that the issue was with the live monitor which intermittently appeared black screen. Rse, confirmed that system¿s stand display on-screen is not lit up and no video signal was detected. The rse instructed customer to change settings to on in the display menu. The system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's live monitor intermittently went black. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.